Event description:
It was reported by service report that the bed would not lower because, there was a failure with an electronic component on the cpu board. No patient involvement or adverse consequences are reported.